Event description:
Caller reported a cartridge fit issue before contacting cts and discovered an o-ring on the pneumatic tap during troubleshooting. Caller removed the o-ring and successfully reloaded the cartridge, resuming insulin on their own. There was no adverse impact to the customer's blood glucose level. Cts confirmed that the caller may continue using the pump, and caller agreed to follow up if issues reoccur.